Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to dislocation. The bipolar cup fell off the head. It was confirmed that the soft tissue was wrapped around the ring part in the tumbled bipolar cup. (B)(4).